Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were also identified during the device evaluation: the air supply did not meet the standard value due to clogging of the nozzle; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesives around the light guide lens had a white-clouded area; the adhesive around the light guide lens was peeled; the adhesives around the objective lens had a white-clouded area; the adhesive around the objective lens was peeled; the universal cord protector on the scope connector side had a scratch; the universal cord had a wrinkle; the universal cord had a scratch; switch two had a scratch; the control unit had discoloration; the adhesive on the bending section cover had a white-clouded area; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a chip; the play of the up/down knob was out of the standard value due to wear of the angle wire; the plastic distal end cover had a scratch; and the connecting tube had a scratch. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were abnormalities in the accessories used for reprocessing, but didn't state what they were. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, foreign material was found in the nozzle of the colonovideoscope. There were no reports of patient involvement.